Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the first band was attempted to be released; however, the band failed to deploy. The same issue occurred with the second and third speedband superview super 7 devices, and the procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty setting up the device. It was also noted that the technician removed the shrink wrap from the ligator head prior to handing to the physician, instead of removing it after setting up the device as instructed in the directions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.